Event description:
Baxter (B)(4) received a report that an infusor's reservoir leaked into the housing after filling. The device was filled with a solution of 950 mg of flurouracil in 44 ml of 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received a photo of the sample for evaluation. The reported condition of a leak inside the housing was confirmed via photographic evaluation. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Baxter will continue to monitor similar reports to determine if further actions are required.